Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked and gouged) and has fractured into two pieces. Device was submitted for further analysis. The analysis identified the fracture was consistent with the similar device fractures analyzed previously, which indicates overload failure or low cycle fatigue culminating in the overload failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The complaint is confirmed. The root cause of the reported issue is attributed to wear and tear over the field life of the device. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported cr impactor pad broke during surgery impacting the cr femoral trial, no pieces were retained/lost in patient. Need replacement, thank you.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h10.

Event description:
No further event information available at the time of this report.